Manufacturer narrative:
Affirm vpiii ambient temperature transport is a sterile ready-to-use system intended for the collection, transport and preservation of vaginal specimens for use only with the affirm vpiii microbial identification test. The affirm vpiii ambient temperature transport system (atts) should be used with those specimens where transport times are expected to exceed 1 h at ambient temperature (15 - 30°c) or 4 h at refrigerated temperatures (2 - 8°c). Bd molecular quality initiated investigation on the customer report regarding glass user injury while dispensing an affirm sample tube. Quality investigation required review of the affirm atts procedure. If the plastic protective dropper bottle is not opened prior dispense of atts into the collection tube there is no feasible way for glass to enter the specimen tube. The root cause for this error is likely collection site's failure to follow instructions for use. Additionally, bd has began providing atts ampule crushing tools with the atts ampule kits. With this inclusion, bd has provided stuffers reinforcing the procedure or proper atts usage. Bd molecular quality will continue to closely monitor for trends associated with atts glass injury. Device not returned to manufacturer.

Event description:
The customer reported that while processing an affirm vpiii ambient temperature transport tube which was inoculated with patient sample, a shard of glass pierced through the plastic and cut a technician's finger. The wound was cleaned out with soap and water, a bandage was applied and the technician sought medical attention for possible exposure to body fluid. The patient, who was the source of the sample, and the technician were both tested for (B)(6). All tests were negative. The customer reports that the technician has returned to work.